Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 4 of 5. The technical service representative (tsr) had the home patient (hp) cycle the power and system error 2367 occurred. The tsr had the hp cycle the power to press go to start and had the hp disconnected and removed the cassette to discard the supplies. The tsr explained the alarm and assisted the hp to clear the alarm and advised to contact the registered nurse (rn). Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was no patient extension line used, there were no open clamps any unused supply lines, and there was not anything unusual noted about the supplies. The proper procedure to perform therapy was reviewed with the hp. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp regarding the reported event. The hp stated they did not know how the air entered the setup. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of system error 2240 was not confirmed. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.